Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855.investigation summary:bd had not received any samples for investigation. Additionally, 30 retained samples were subjected to a visual inspection for all visual defects, and none of the retained samples failed. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality - oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 5 tubes presented floating oil. No adverse impact was reported regarding the patient or user.